Event description:
It was reported by the patient's health care provider (hcp) that the patient had a stage one test device and hooked the wires on a doorknob which caused the wires to pull out of the patient's skin. This event was attributed to the lead and extension and a "break" was noted. An x-ray on (B)(6) 2012 showed that internal lead was in a good position at 2 centimeters anterior to the presacral space at level of s3. The patient underwent a surgical revision of the lead and extension on (B)(6) 2012. It was further reported by the hcp that the patient had no signs or symptoms associated with this event, the patient did not require hospitalization, and the patient had no injury.

Event description:
It was reported that the patient's lead was "out" and was "frayed with 3-5 wires" a few days after the stage 1 implantation. Information was requested about how to tell "if it's still in the body or not." No information was provided about the cause of the frayed wire. It was further noted that "the lead would be permanent." Follow-up information was requested and if received, a supplemental report will be attached.

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).